Event description:
During a lap miles procedure, the generator gave error code for device. All methods were tried to fix the problem but none worked. As a result with laparotomy procedure was converted to open. Or time extended significantly.